Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in an adult female patient who had essure (batch no. 822366,787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) for pelvic pain female and abdominal pain as well as fluoxetine hydrochloride (prozac) and ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic/ pain"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"), underwent nephrectomy ("kidney removed") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with nsaids and surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, anxiety, hot flush, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, nephrectomy, vaginal discharge, weight increased, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, nausea, nephrectomy, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Essure removal was scheduled on 17-jan-2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Lot number: 787225 manufacturing date: 2010-09 expiration date: 2013-09. Lot number: 822366 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Event per pfs: migration of essure, bladder infection, hypersensitivity reaction, urinary tract infection, vaginal infection, rashes, skin conditions, bladder problems, urinary problems, dental problems, kidney removed, vaginal discharge, weight gain, weight loss and hair loss. Essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in an adult female patient who had essure (batch no. 822366,787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) for pelvic pain female and abdominal pain as well as fluoxetine hydrochloride (prozac) and ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic/ pain"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), hypersensitivity reaction ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes / rash / skin condition"), skin disorder ("skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), post procedural complication ("postoperative complications nos") and allergy nos ("allergy "), underwent nephrectomy ("kidney removed") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with nsaids and surgery (hysterectomy + bi-s). Essure was removed on (B)(6)2020. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, anxiety, hot flush, hypersensitivity reaction, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, nephrectomy, vaginal discharge, weight increased, weight decreased, alopecia, post procedural complication and allergy nos outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, hypersensitivity reaction, menorrhagia, migraine, nausea, nephrectomy, pelvic pain, post procedural complication, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and allergy nos to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Essure removal was scheduled on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Lot number: 787225 manufacturing date: 2010-09 expiration date: 2013-09 . Lot number: 822366 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in an adult female patient who had essure (batch no. 822366,787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) for pelvic pain female and abdominal pain as well as fluoxetine hydrochloride (prozac) and ibuprofen (motrin). On 4-apr-2011, the patient had essure inserted. In may 2011, the patient experienced pelvic pain ("physical pain / pelvic/ pain"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), hypersensitivity reaction ("hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes / rash / skin condition"), skin disorder ("skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), post procedural complication ("postoperative complications nos") and allergy nos ("allergy "), underwent nephrectomy ("kidney removed") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with nsaids and surgery (hysterectomy + bi-s). Essure was removed on (B)(6)2020. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, anxiety, hot flush, hypersensitivity reaction, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, bladder disorder, urinary tract disorder, tooth disorder, nephrectomy, vaginal discharge, weight increased, weight decreased, alopecia, post procedural complication and allergy nos outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, hypersensitivity reaction, menorrhagia, migraine, nausea, nephrectomy, pelvic pain, post procedural complication, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and allergy nos to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Essure removal was scheduled on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Lot number: 787225 manufacturing date: 2010-09 expiration date: 2013-09. Lot number: 822366 manufacturing date: 2011-01 expiration date: 2014-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- allergy, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic/ pain') in an adult female patient who had essure (batch no. 822366,787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) for pelvic pain female and abdominal pain as well as fluoxetine hydrochloride (prozac) and ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and hot flush ("hot flashes"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"). The patient was treated with nsaids and surgery (essure removal was scheduled on (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, anxiety and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Essure removal was scheduled on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Lot number: 787225 manufacturing date: 2010-09 expiration date: 2013-09. Lot number: 822366 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet received. Event per pfs: hot flashes was added. Concomitant medication and essure removal details were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.